Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional testing was performed. The device passed all tests comparably with the manufacturing DHR, there was no instability and the readings remained stable. The devices relief settings were checked numerous times and they did not change. The reported issue could not be confirmed. The root cause cannot be established as no fault was found. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pressure would go up to 54cmh2o even if the relief alarm pressure is set at 40. It was further reported that the reported issue was found during initial in-house test upon arrival of new units. No patient injury reported.